Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance in the left ventricular (lv) lead. The lead was not used and exchanged. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.